Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed displacement test and self test properly. Hardware low level failre alert confirmed in pump history with variable (0c) due to hard ware anomaly. Problem isolated to electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. The customer was assisted with troubleshooting. Customer was able to clear and able to rewind the insulin pump. Customer stated that fill cannula was recorded in the daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.